Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify critical pump error (open book image) alarm or perform functional testings due to blank display. Device was received with corroded battery tube and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer states that the insulin pump got wet and alarmed critical error. The insulin pump will return,